Manufacturer narrative:
(B)(4). Medical device: batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a gastric procedure, firing knob breakage. During cutting stomach, the firing knob broke when stomach was cut to about half, the operation could not be carried out. There was no abnormality in blood pressure and oxygen saturation of the patients. The cutting site could cause stomach bleeding, and at that time, no symptoms appeared. It was unknown if any pieces fell into the patient. Medical staff immediately removed the damaged device, changed to a new stapler, and successfully completed the operation. There were no patient consequences reported. No additional information could be provided.